Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the right device.

Manufacturer narrative:
Continued: e.1. Phone no.: (B)(6)., fax no.: (B)(6)., zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.